Manufacturer narrative:
Corrected: health effect - impact code. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. The downstream/upstream occlusion seal was replaced. Device passed all functional testing and pvt tests within specification and with no failures.

Event description:
It was reported that the device had an upstream occlusion alarm when no occlusion occurred. There was no reported patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.